Manufacturer narrative:
G4:22apr2021; b4:26apr2021. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. The battery was confirmed by the field service engineer that it was over 5 years old. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:08apr2021. B4:13apr2021. The device was evaluated remotely by a philips remote service engineer (rse), and it was determined that the battery is over 5 years old. The customer was provided part numbers for the battery. Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. It is unknown if any parts or repair has been conducted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported backup battery failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.